Event description:
Description of event according to initial reporter: tight aortic bifurcation and femoral access was already established to be a potential issue by the physician prior to case. Proximal arch replacement had been performed in procedure prior to (B)(6) 2022. Spinal drain and lsca bypass performed on the day, just prior to endovascular repair component on (B)(6) 2022. Initial access was established using graduating dilator transitions and pta ballooning prior to advancing 18fr delivery system and 20fr-40cm sheath. Initially the fenestrated component was planned to be advanced up the rhs, this was switched to the lhs after the 20-fr-40cm sheath would not track up the lhs. All grafts were implanted as planned and final run revealed a satisfactory result on table. As advised the physician the following information became available on (B)(6) 2022: after the endovascular components had been implanted, a cut down was required on left femoral access. The right leg then went down and fasciotomies were required. The patient was perfect the morning of the (B)(6) 2022, but then stopped moving her legs and required a total colectomy the same day. The physicians opinion is that she may be a paraplegic and may require a right below the knee amputation. Results remain to be seen. The large sheaths in small, sick vessels for such a long time may have caused the lower limb issues. Liver function tests also went up which indicates probable trashing embolization which most likely occurred during the procedure. The physician has also stated that he doesn't think any of the above occurrences are due to the integrity or deployment of cook grafts or use of accessory tech. Patient outcome: after the endovascular components had been implanted, a cut down was required on left femoral access. The right leg then went down and fasciotomies were required. As communicated by physician the patient was perfect the morning of the (B)(6) 2022, but then stopped moving her legs and required a total colectomy the same day.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook alpha thoracic investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). H6: c22 - sideeffect. D17- sideeffect. Summary of investigational findings: a patient underwent a procedure where a spinal drain was placed and an lsca bypass was performed before two costume made devices and two zta devices were implanted. It was reported that the femoral access was established as a potential issue before the procedure and before implanting the devices initial access was established using graduating dilator transitions and pta ballooning prior to advancing 18fr delivery system and 20fr-40cm sheath. Initially the fenestrated component was planned to be advanced up the right femoral artery, this was switched to the left femoral artery. All grafts were implanted as planned and final run revealed a satisfactory result on table. After the endovascular components had been implanted, a cut down was required on left femoral access. The right leg then went down and fasciotomies were required. The patient was reportedly fine the next morning, but during the day she stopped moving her legs and in addition needed a coloctomy (pr374355). The physician's opinion is that the patient may be paraplegic and may require a right below the knee amputation. The physician believed that the large sheaths in small, sick vessels for such a long time may have caused the lower limb issues. This complaint will handle the lower limb issues. Pre-op imaging dated (B)(6) 2022 was provided and reviewed and a clinical assessment of the reported information performed. It is assessed that the reported events are three separate problems - colonic ischaemia, spinal cord ischaemia, and right lower limb ischaemia. Furthermore, it was assessed that the right lower limb ischaemia was almost certainly due to the pre-existing chronic vascular disease (plaques, calcification, etc) in small caliber vessels, and having had attempted tracking of the delivery system up the right femoral/iliac arteries abandoned, after what would have been prolonged presence of intra-arterial access sheaths etc, this probably was a major contributor to the ischaemic limb that probably needs an amputation. Per the instructions for use sent with the zta devices the zenith alpha thoracic endovascular graft is indicated for the endovascular treatment of patients with aneurysms or ulcers of the descending thoracic aorta having vascular morphology suitable for endovascular repair, including iliac/femoral anatomy that is suitable for access with the required introduction systems. Based on the provided information and imaging it is likely that the lower limb ischemia is an adverse event inherent to the procedure. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.